Manufacturer narrative:
Customer stated patient was not transfused at facility. No other issues noted on analyzer. Customer was not able to collect a second sample, because patient was seen as an outpatient and only one sample was collected for bb testing. Customer then retested the same sample again on vision (B)(4) and stated the blood type was now group ab, rh negative. A complaint review was completed - no trends identified. (B)(4).

Event description:
Customer reporting one event of false positive in the anti-d microwell with a sample that had a previous history of group ab, rh negative. According to customer, sample was tested on (B)(6) 2018 on vision (B)(4) using mts abd/rev gel card. The result on the vision showed blood type of group ab, rh positive with 1+ positive for anti-d. Because of the discrepancy of rh typing, tech repeated testing using manual tube method and obtained rh negative at the ahg phase. Customer further added, site repeated testing of sample in question using their second vision (B)(4) and the same lot # of gel cards and obtained blood type of group ab, rh negative. Customer then retested the same sample again on vision (B)(4) and stated the blood type was now group ab, rh negative. Problem description: issue started on: (B)(6) 2018; reported: (B)(6) 2018, frequency: 1x, sample ID: (B)(4), error occurred during: routine. Other relevant details: customer reports storing and testing mts gel cards and reagents according to IFU. Daily qc testing performed and acceptable.